Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Reporter name and address contact: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) got stuck in the injector, locking in the iol incision with loss of the haptic before implantation. The optic zone of the lens got stuck in the implant system and only the first haptic of the lens was in contact with the patient's left eye. The lens was not implanted and the surgeon was unable to operate on the patient the same day, as there was no back-up lens, therefore, the patient was left aphakic. Visual acuity (without a lens) was 20/400, leaving the patient temporarily impaired, unable to see near or far. The surgeon prescribed topical antibiotics to the patient, which was standard of care. The patient was left aphakic with compromised visual acuity for five days, without permanent vision loss. The back-up lens (same model and diopter as the original lens) was successfully implanted on (B)(6) 2023. There was no patient injury. No incision enlargement, suture, or vitrectomy was required. The patient is now doing well. Viscoat was used at room temperature (19 degrees celsius) as a cartridge lubricant, which was introduced in the cartridge's hydration port. After filling the cartridge with ovd up to the mark, the nurse advanced the plunger to engage the threads, then the surgeon proceeded with the implant. The average dwell time was approximately three minutes. When advancing the lens, the surgeon made small clockwise turns. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 23, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the cartridge had a crack from just below the neck of the cartridge to the tip; the cartridge tip was also observed to be damaged. A detached haptic was observed to be stuck in the cartridge tip; the remainder of the lens was missing. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and lens module indicating that an excessive amount was used which could contribute to the complaint issue reported. No further issues were identified with the complaint simplicity. The complaint issue "stuck in cartridge" and "haptic detached" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.